Manufacturer narrative:
Most recently, this device has been explanted and returned without allegation. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on (B)(6) 2007, could not be confirmed or denied allegation of potential early elective replacement indicator (eri). The most recent monitoring voltage measurement being 2.56 volts with a charge time measurement of 14.1seconds. The boston scientific technical services consultant had not yet processed save-to-disk analysis, and did recommend the device be explanted immediately since the device already appeared to be past eri and there was no guarantee of a safety margin if life-saving therapy would be needed. There were no adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device yet remains in service. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.